Manufacturer narrative:
The fenestrated bipolar forceps instrument was further investigated by the failure analysis engineering (fae) team. The initial findings were confirmed. A closer inspection was performed at the distal clevis break location. The break surface was inspected for any voids, gaps, or irregularities and none were observed indicating that the issue is unlikely to be manufacturing related. The fae indicated that the entire distal end likely broke off in the same instance resulting to the dislodgment of the grip pin and the grips. This failure is indicative of mishandling and misuse such as overloading of the instrument or instrument collisions.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument¿s tip broke off and fell inside the patient's anatomy. The fragment was retrieved during the same surgical procedure. The surgeon made a report and stated that all pieces were identified, and the patient was doing fine. There were no post operative tests performed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was found out of the ordinary. The surgeon was dissecting when the fragment fell into the patient. The surgeon believes a malfunction in the product caused the instrument to break and fall into the patient. The instrument was in use 2-3 hours prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal, the wrist straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula, the surgical staff did not notice any damage to the cannula after the event occurred, and the surgical staff did not notice any other damage to the instrument after the event occurred. All fragments were retrieved. A grasper instrument was used to assist with the removal. No additional surgical procedure required to remove the fragment. The procedure was completed with no patient harm.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer and that the fenestrated bipolar forceps (fbf) instrument was received for evaluation. The instrument was found to have a broken distal clevis, and both ears of the clevis broken. The broken pieces were not returned. The pieces measured roughly 0.289 x 0.166 inches in size. The common cause of this failure is typically attributed to mishandling/misuse such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instruments driven outside the field of view can also cause damage to the distal clevis. Additional observations not reported by the site but related to the primary failure were identified. The instrument was found to have the grip pin dislodged at the distal end. The grip pin was not returned with the instrument. The common causes of the failure mode of dislodged instrument grip pins are attributed to manufacturing. Additionally, the instrument was found to have dislodged grip tips. One of the grip tips, measuring approximately 0.194" x 0.950" in size was not returned. The instrument also had broken conductor wires at the distal end. This was the result of the broken distal clevis of the instrument. The common causes of this failure is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps (fbf) instrument's tip broke off and the fragment fell inside the patient and was retrieved during the same procedure. In addition, failure analysis identified missing instrument pieces from the part of the instrument that enters the patient. The missing pieces were not returned.